Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began several weeks prior to contacting lfs. The patient claimed she manages her diabetes with pills and diet/ exercise. As a result of the alleged issue, the patient claimed she had less food and/or drink. On an unspecified date, after the alleged issue began, the patient stated she was feeling hot and sweaty. The patient denied receiving medical treatment as a result of the allege issue. At the time of troubleshooting, the cca noted that the subject meter reverted to the set up mode after battery had been replaced. The issue was resolved with troubleshooting. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k021819.